Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A simulated therapy was performed on the device successfully. The reported issue was identified through an event history log review. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and an evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fluid reading occurred during peritoneal dialysis therapy on the homechoice device. The patient was connected at the time of the event. The registered nurse stated that they watched the machine fill the patient with 2000ml and the machine drained 1543ml, with a negative ultrafiltration reading of 126ml. The technical service representative arranged for a swap of the device, and discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was no patient injury or medical intervention reported. Should additional relevant information become available, a supplemental report will be submitted.